Event description:
The biomedical engineer (bme) reported that the multigas unit was not registering a co2 reading and was unable to monitor the gas. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not registering a co2 reading and was unable to monitor the gas. No patient harm was reported. Investigation summary: the customer cancelled the RMA request for repair. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer did not respond to follow up attempts. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints for the reported device. This issue will be tracked for future occurrences the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 11/21/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/26/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/02/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: bedside monitor: model: ni sn: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: not returned. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not registering a co2 reading and unable to monitor the gas. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was giving incorrect readings. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor model: ni, sn: (B)(6) , device manufacturer date: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.